Event description:
Pt received a hemi implant on (B)(6) 2011. Pt's toe was red and warm to touch. The pt had been on oral antibiotics for several weeks before the explant. Pt received antibiotic beads and a mini rail external fixator. Multiple requests for info on cultures and treatment have not been answered. Pt allegedly compliant. Product was discarded and will not be returned for evaluation. Review of complaint history database shows no similar results or issues for this product. Device history record shows product was manufactured and sterilized in accordance with requirements.

Manufacturer narrative:
Device not returned for eval. Multiple requests for info have gone unanswered.